Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6009039 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009039 was manufactured according to the work instruction (wi) version 81 packaging in the multivac 12, on 05/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycaemia that patient is unable to self-manage requiring intervention by an health care provider (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6009039 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced a hypoglycemic event (low blood sugar). The patient was then taken to the emergency room and subsequently admitted to the hospital. The patient's condition required them to stay in the hospital for more than 24 hours. During their hospital stay, instead of administering insulin, the patient was given glucose through an intravenous (IV) line to help raise their blood sugar levels. No further information available.